Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Femur size 4 (right) got a shrinkage cavity on the condyle bearing surface.

Event description:
Femur size 4 (right) got a shrinkage cavity on the condyle bearing surface.

Manufacturer narrative:
An event regarding damage involving a triathlon femoral component was reported. The event was confirmed by product inspection. Conclusion: the device was discovered during inspection at a third party location. A visual inspection was completed by the manufacturing cell. The reported surface defect on the femoral component was confirmed by the manufacturing cell but was deemed not a manufacturing defect as the device would not have passed the visual inspection criteria as per the manufacturing procedures. After further investigation of this device, the origin of the defect could not be confirmed to be manufacturing related. The nature of the defect is not indicative of any manufacturing defects and handling by 3rd parties could have resulted in the creation of the notch. There was no surgical procedure associated with the reported event. No further investigation is required at this time.